Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a bactiseal ventricular catheter (ID 823073) was implanted on (B)(6) 2024. The patient's ventricle was still enlarged and there was no change after adjusting the pressure. The physician had a suspicion that there was an occlusion in the catheter. On (B)(6) 2024 the catheter was removed and replaced with a new of the same device. During the revision, it was confirmed that the ventricular catheter was occluded. The patient's condition is stable.

Manufacturer narrative:
The bactiseal ventricular catheter (ID 823073) was returned for evaluation. Device history record (DHR) - the product code 82-3073 with lot 7322910, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected, biological debris were noted on the holes of catheter and on the guide wire. The catheter was irrigated, and no occlusion noted. Root cause analysis - no root cause could be determined as the technician could not confirm any occlusion issue with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter, as biological debris was found on the catheter during the investigation.